Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was being seen for follow up in order to program the device to monitor only due to the patient entering hospice. Difficulty was encountered when trying to interrogate the device. At that time, it was reported to the boston scientific field representative that the system had been moved to the opposite side due to an infection that was not previously reported to boston scientific. After locating the device, interrogation was successful. There were no adverse patient effects reported. The system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.